Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that "after final tightening an l5-s1 construct, we took final xrays and realized something didn't look right. We looked at the construct again and the left s1 7.5x50 screw had popped its head off. The screw was completely disassembled from the head".